Manufacturer narrative:
This report is being filed on an international product list 4j27, that has a similar product distributed in the us, list 2p36 (hiv ag/ab combo). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer called to report that a patient had a (B)(6) screening test result on (B)(6) 2019 of (B)(6) and a (B)(6) retest result of (B)(6). Three results on elisa (intech) were all (B)(6) , and three results on elisa (bgi) were all (B)(6). The western blot method (mp) displayed at (B)(6). The customer indicated that the patient would be retested in 2-4 weeks. The patient was retested on (B)(6) 2019 with an architect hiv ag/ab combo result of (B)(6), and the retest results of (B)(6) were sent to the patient ((B)(6)). The physician doubted the results, after which the patient underwent a new blood draw for testing and the architect hiv ag/ab combo result was (B)(6) while two blood tubes were tested 6 times by elisa (intech), the results of which were all (B)(6), and 6 results by elisa (bgi) were 4 (B)(6), 2 (B)(6). The results of testing the two blood tubes on a roche platform were (B)(6), both of which were (B)(6). The k-mac chemiluminescence result was (B)(6). The western blot method (mp) exhibited at (B)(6), and the result was indeterminate. The patient has a history of risky contact with (B)(6), and is male, age (B)(6), and has been administered high-dose (B)(6). No adverse impact to patient management was reported due to the (B)(6) results.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for lot 96095li01 with regards to sensitivity performance. Tracking and trending report review for the architect hiv ag/ab combo reagent determined that there were no related adverse or non-statistical trends. The customer returned the sample to be testing in the abbott shanghai laboratory. The likely cause lot was not available but the sample was testing with a different architect hiv ag/ab lot 94453li00, which also generated a non-reactive result. The hiv-1 and hiv-2 western blot testing generated indeterminate/ borderline results. Retained reagent kits of reagent lot 96095li00 and 94453li00 were tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lots is negatively impacted. The reagent kits showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lots was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hiv test results and it was determined that both reagent lots detected the same bleeds as reactive. Based on this data it was shown that the sensitivity performance of both lots is not adversely affected. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and adequately addresses the customers issue. The investigation determined the issue likely occurred as the early antiviral drug treatment suppressed viral replication resulting incomplete or weak immune responses. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. No systemic issue or product deficiency was identified for the architect hiv ag/ab reagent.